Event description:
The customer reported that erratic neutrophil (ne) and lymphocyte (ly) results on two patient specimens were generated on an coulter act- 5diff al hematology analyzer over two days. This report represents the erratic ne and ly results generated for one patient on (B)(6) 2012. Beckman coulter inc. Assessment of customer supplied data indicated that the same patient sample was analyzed three times in manual mode on the coulter act- 5diff al hematology analyzer and shows erratic differential results. The initial repeat results showed instrument generated r flags which are indicative of results that require review. Reference results were considered correct. The erratic results were not reported outside of the laboratory; hence, there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. The samples were collected via venipuncture. No specific patient information, additional sample collection/handling information or instrument performance information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) replaced the flow cell which resolved the issue. There has been no further issue since the flow cell was replaced. Upon completion of the repairs, the instrument was returned back into operation. The failure mode for this event was the flow cell. Mdrs associated with this event: 1061932-2012-02031, 1061932-2012-02032.